Event description:
It was reported that the patient experienced atrophy with their artificial urinary sphincter cuff. The cuff was replaced two months later with a new 5.0cm cuff has been implanted. The patient had good results.